Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
New information was received from clinical study on 11/16/2018 that study has been unmasked. Product ID has been provided: zyr00 20.0(od)- sn: (B)(4). The following fields have been updated accordingly: brand name: tecnis synergy. Model number: zyr00. Serial number: (B)(4). Catalog#: zyr00u0200. Expiration date: 10/18/2022. UDI number: (B)(4). Device manufacture date: 10/18/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zyr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the PMA number p980040 that was provided in the initial filing is not applicable and the reported event is now determined not MDR reportable. No further information will be provided for this event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Od (right eye) implantation date: (B)(6) 2018. Bcva (best corrected visual acuity): od 20/20 ou (both eyes) 20/20. It was reported in the 1-month visit that the subject had halos, starburst and was sensitive to light, which are very bothersome to her when driving at night after implanting multifocal intraocular lens (iol). It was also noted that very little residual refractive error, normal topography, and well-centered lens were observed. There was no explant planned at this time since the subject does not want to lose her near vision and there was no patient injury occurred. After 6-month visit, the subject was still experiencing the same symptoms from initial visit and still considered them debilitating. Furthermore, the subject considered them unbearable, so she wanted to remove the lens. However, her doctor advised her to wait and see if second right iol will be explanted. This will be determined at a later date. Ou bcdva (best corrected distance visual acuity): 20/16. No additional information provided. This report pertains to od.